Manufacturer narrative:
The customer reported complaint of the platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the archive data review and load cell characterization testing. The root cause for (ua) 07 was due to a defective load cell. The defective load cell was likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned platform was performed, and no physical damage was observed. The platform passed the initial functional test without any fault or error. The load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization test results confirmed that load cell module 1 exceeds normal parameters and was replaced to remedy the (ua) 07 error. The archive data showed (ua) 07 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The customer was able to clear the error by pulling the lifeband. However, the platform immediately displayed (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The user switched to manual CPR. No consequences or impact to the patient.